Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. Failure analysis found the primary failure of broken inputs to be related to the customer reported complaint. The large hem-o-lok clip instrument was found to have multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result of the broken inputs the large hem-o-lok clip failed engagement. The large hem-o-lok clip instrument failed also mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hem-o-lok clip applier tip would not come together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the hem-o-lok clip applier would not come together, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: the hem-o-lok clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.